Event description:
It was reported that noise was oversensed on the ventricular channel during the hv lead impedance (hvli) measurement. The hvli would not complete. The pacing impedance measurement was low. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.